Manufacturer narrative:
The peritonitis occurred on an unknown dates in (B)(6) 2017. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced relapsing peritonitis. The cause of the event was unknown. The patient was not hospitalized for the event. On unreported date(s), the patient was treated with intraperitoneal (ip) injection of vancomycin (dose, frequency and duration not reported) and ip injection of fortaz (dose, frequency and duration not reported). At the time of this report, the patient outcome was unknown. Dianeal therapies were ongoing. No additional information is available.